Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the bleeding did not stop when using a 6f/7f mynx control vascular closure device (vcd) during a percutaneous coronary intervention (pci) procedure. Manual compression was then carried out to stop the bleeding. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the bleeding did not stop when using a 6f/7f mynx control vascular closure device (vcd) during a percutaneous coronary intervention (pci) procedure. Manual compression was then carried out to stop the bleeding. There was no reported patient injury. The deployer was mynx certified. Femoral artery suitability was verified on angiography or venography, including appropriate sheath insertion angle. The vessel diameter was verified to be greater than or equal to 5 mm. Moderate vessel tortuosity was present, and moderate peripheral vascular disease (pvd) or calcium was present near the puncture site. No damage was found on the device or device packaging prior to opening, and the device was stored and prepped in accordance with the instructions for use (IFU). One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was fully depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was not returned for this evaluation. With regard to the sealant sleeve condition, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed, as the unit was received fully deployed, the sealant was not returned for evaluation, button 1 and button 2 were fully depressed, and the balloon was received in a retracted state. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to achieve hemostasis event reported since the device was returned in a condition that suggests a complete deployment of the device with no damages/anomalies noted that could have attributed to the reported failure. However, access site factors (vessel had moderate tortuosity with severe pvd/calcium in the vicinity of the puncture site), pharmacological factors and/or handling factors of the device are possible. As stated in the IFU, which is not intended as a mitigation, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the bleeding did not stop when using a 6f/7f mynx control vascular closure device (vcd) during a percutaneous coronary intervention (pci) procedure. Manual compression was then carried out to stop the bleeding. There was no reported patient injury. The deployer was mynx certified. Femoral artery suitability was verified on angiography or venography, including appropriate sheath insertion angle. The vessel diameter was verified to be greater than or equal to 5 mm. Moderate vessel tortuosity was present, and moderate peripheral vascular disease or calcium was present near the puncture site. No damage was found on the device or device packaging prior to opening, and the device was stored and prepped in accordance with the instructions for use (IFU). The device will be returned for evaluation.